Event description:
During the initial implant procedure, it was not possible to secure the lead in the device header because the set screw was stripped. A new device was selected and successfully implanted to resolve the event. The patient was stable.